Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor underinfused and leaked. The reporter stated that at the end of the expected therapy time, there was approximately 100ml of solution remaining in the device. The patient was disconnected and the port was checked and noted to be fine, so the customer connected the patient back up and tried to gravity feed the rest of the liquid without success. The patient was then disconnected from the infusor and the infusor was left in a tray overnight. In the morning, it was discovered that the rest of fluid from the infusor had leaked into the tray. The reporter was not sure where the leak originated from. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: device code - device code 1250 is being removed from the submission. Upon follow-up with the customer, the customer clarified that the device was not leaking. After the device was disconnected from the patient, the device continued infusing the remaining fluid in the bladder into the bag containing the device. Should additional relevant information become available, a supplemental report will be submitted.